Event description:
Received info regarding a cartridge alarm 19 during basal delivery. The issue did not impact the customer's blood glucose level. Reportedly, the pump had been wet for approximately 20 minutes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted.